Manufacturer narrative:
The physician was reported to be dr. (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was detached from the control wire and mashed onto the bushing. It was noted that the control wire was kinked near the center of the device and the prongs were not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was bent to the side and therefore would not deploy. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the clip assembly was jammed onto the bushing; therefore, this is now an MDR reportable event.